Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was not detected on the bus. A field service engineer removed rear cover and inspected connections, found main 4-1 led was not on, powered down and performed to reseat all connections, restarted the station to resolve the issue and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.